Manufacturer narrative:
Visual inspection of the returned devices revealed the liner is still assembled in shell. The cocr head has numerous scratches on its outer diameter. A lab analysis was completed with the following results: visual inspection of the returned devices showed deformation to the inner and outer edge of the liner, most likely caused due to reported dislocation. Damage was noted on the surface of the femoral head. No material or manufacturing deviations were observed during investigation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The exact cause for the dislocation is undetermined based on the information provided. No relevant clinical supporting documents have been provided to conduct a thorough analysis of the reported revision procedure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a revision hip surgery was performed due to dislocation.